Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a routine follow up the lead safety switched was confirmed. When performing lead testing high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead and device. Due to the switch to unipolar configuration, noise was also noted. Noise was confirmed with isometric testing. A check will be performed in one month and a lead explant was planned. No adverse patient effects were reported.